Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter did not get deflated and the patient had to be taken to radiology for the balloon to be popped in order to remove it. As per the follow up via email on 20 aug 2020, medical intervention was required by taking the patient for additional testing in radiology. Radiology used a needle to pop the balloon, under imaging, in order to remove it.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Sample was evaluated and found no abnormalities and blockage on lumen of catheter. However, due to poor sample condition of the returned sample, a complete evaluation could not be performed. The exact cause on how and when problem occurred could not be determined. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter did not get deflated and the patient had to be taken to radiology for the balloon to be popped in order to remove it. As per the follow up via email on (B)(6) 2020, medical intervention was required by taking the patient for additional testing in radiology. Radiology used a needle to pop the balloon, under imaging, in order to remove it. As per the follow up on (B)(6) 2020, the harm to the patient involved an increased risk for infection/cauti since the balloon malfunctioned. The closed loop system was broken and open for more than an hour before this was resolved. There was 10 ml fluid in the bulb. The urologist had the nurse cut the catheter in half at the injection port and the balloon did not deflate. The nurse took him to radiology where they had to re-insert a wire in order to pop the balloon from the inside.